Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022 , the hardware was removed in a revision surgery on (B)(6) 2023 due to a cyst and nonunion. The site was revised with tmc devices. Per the surgeon, the large cyst was on the plantar side of the first tmt and contributed to the nonunion. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the nonunion and removal of the hardware is likely a result of the plantar cyst. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on 03/10/2023 due to a cyst and nonunion. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.